Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, after the pocket was closed, it was noted that the newly implanted right atrial (ra) lead exhibited high thresholds. The physician was made aware and did not request any changes. The ra lead remains in use. No patient complications have been reported as a result of this event.